Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that interrogation of the pulse generator revealed that elective replacement indicator (eri) was reached (B)(6) 2010. In (B)(6) 2008, the battery longevity was 4 - 4.25 years. The device was removed.